Manufacturer narrative:
(B)(4).

Event description:
The pt's implantable neurostimulator "wasn't working right" and had been turned off for almost 3 years. Her health care professional (hcp) checked the system and found that one of the leads was not working. The hcp "changed the leads" and the pt felt like she was being "electrocuted." An x-ray was taken and everything looked fine. The hcp recommended that the system be explanted because it was not working. Additional info has been requested, a follow-up report will be sent if additional info becomes available.